Event description:
It was reported that the 9800 system will not boot up and monitors are dark. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to replace the cpu (sbc). Sbc upgrade kit installed along with a new hard drive. The system was tested and found to be working as intended and placed back into service.